Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment and no further information is expected. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Significant drops in the atrial impedances were reported as well as many atr recorded that are due to noise on ra channel. A lead fracture is suspected. Lead currently remains implanted. Should additional information be received, this file will be updated.